Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted:( B)(6) 2019, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They stated that they met the patient in the lobby of the main hospital for reprogramming. They were unsure of any issue with ins or lead migration. The patient had been to three different hcps during this process. Her next appointment at commonwealth had been documented. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead, product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-mar-2023, UDI#: (B)(4); product ID: 977a160, serial/lot #: (B)(4), ubd: 15-aug-2020, UDI#: (B)(4). Device code c62917 apply to both of the leads. The fdm, fdr and fdc codes apply to the leads and the ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was turned on 2 weeks after implant but the patient had not had any more programming since then. The patient said due to not having had proper programming they were getting pain medicine until they could get proper programming but their new pain clinic did not want to give pain meds; the patient said finally, they got them to give them something on a lower course. The patient stated they had pain at the implant site, it swelled off and on, not every day, but it was tender all the time and painful to charge. The patient said after implant the scar looked pretty smooth and they were getting good relief for about a month, then one day they noticed like a corner of it was pushing hard towards the surface of the skin on the scar. The patient said it was right on their pants line, swelling occurs a lot, it has stayed tender and they noticed an increase in soreness. The patient said it started about a month after implant when they bumped it getting into the car and it did not seem like it healed up after that. The patient stated a nurse practitioner checked it and said it does not seem to be infected or inflamed but they ordered x-rays because the nurse was concerned leads have moved. The patient also reported that they got the ins to help pain in their feet which was excruciating. The patient said the pain in their right foot was even worse than prior to implant. The patient said it kind of helps their left foot, they had some discomfort in their left foot later on and they always gotten good relief in their left foot. The patient stated the pain causes weakness in their legs when they were walking they cannot hold themselves up. The patient said they had no programming options all they have is a. The patient also reported when the ins battery was in the red zone it felt like it was buzzing. The patient said they knew when the ins was really low because if it was not low they did not have that feeling. The patient was supposed to have a meeting with the manufacturer representative (rep) the morning of the report however the rep did not show; an email was sent to the rep and the rep said they would contact the patient. No further complications were reported/anticipated.